Event description:
The home healthcare nurse of an (B)(6) male pt called zoll customer support to report that the pt was receiving check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the electrode belt trunk cable was cut, and the white, blue, and green wires in the cable were damaged. The root cause of the damaged cable could not be positively identified but was likely physical abuse. No adverse event resulted from the cut cable. The pt received a replacement electrode belt.